Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00427: case 1, 3025141-2019-00428: case 2, 3025141-2019-00429: case 3, 3025141-2019-00430: case 4, 3025141-2019-00431: case 5, 3025141-2019-00432: case 6, 3025141-2019-00433: case 7, 3025141-2019-00434: case 8, 3025141-2019-00435: case 9, 3025141-2019-00436: case 10, 3025141-2019-00437: case 11.

Event description:
Article: internal fixation of proximal humeral fractures with a polarus humeral nail, koike, yoichi; komatsuda, tatsuro; sato, katsumi; j orthopaed traumatol (2008) 9: 135-139. Case 12: patient experienced deformity of the greater tuberosity post operatively.